Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient reported infusion set tubing detached from hub which led to high blood glucose 303 mg/dl. No further information available.

Manufacturer narrative:
Device 1 of 4.